Manufacturer narrative:
Lot#: additional information was received that the correct lot# of the product affected was lot# 90415 not #25415.

Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202, lot number - the correct lot number is 25415.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® cycle. The affected load was released. The item was a cable that did not come directly in contact with the patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Corrected lot # from 90415 to 25415. Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and all process specifications were met before release of the product. Trending by lot number was reviewed from 06/30/2016 to 12/27/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, no visual analysis was performed. Retains was performed from a sample of the same lot and no quality issues were observed. Therefore, root cause of the reported issue could not be confirmed. The concomitant sterrad was not evaluated since the serial number of the sterrad was unknown. There is insufficient information to determine an assignable cause. The customer reported they follow the instructions for use (IFU). They also stated the same lot has been used in other cycles, and sometimes it passes and other times it does not. Multiple attempts at obtaining additional information from the customer were unsuccessful. No product was returned for analysis. Should additional information become available, the complaint file will be re-opened and re-evaluated. The issue will continue to be tracked and trended.